Manufacturer narrative:
Investigation summary: cp pump sn615113 and 2 purge cassette returned on 11/18/2025. Purge pressure high - after successful insertion of the device, clotting occurred and purge pressure high alarmed. Team checked for kinks, no kinks found, purge cassette was changed. No changes, flow 1.1-1.7ml. Physician believed it was due to patient coagulopathy issue. Data log review shows purge pressure rises over 20 minutes before hpp alarms after case start. The pump was returned and inspected where a thin film of biomaterial was found in the purge gap. The pump was run with both returned purge cassettes and high purge pressure recreated with both. The cause of the high purge pressure was biomaterial build up due to the biomaterial found in the purge gap of the returned pump and field logs showed purge pressure rising over 20 minutes. Patient codes - thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1955291. Device history batch: subcomponent lot: n/a. Device history review: pump s/n 615113 passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Event description:
It was reported that a patient implanted with an impella cp experienced occlusion of the right coronary artery with a clot. The patient was treated with angiomax. The impella then alarmed for high purge pressure. The purge cassette was changed. No change was noted. Flow was 1.1 - 1.7 milliliters. The physician did not want to exchanged the device. The physician believed it was sue to patient coagulopathy issue. The physician decided to explant the impella cp and not replace. The patient's systolic was 200's at the time on 20 of levophed. Levophed was stopped and pressure remained systolic at 160s. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."